Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator motor noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 412 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was awaiting treatment. Customer was off the pump for 2 hours. Customer declined to troubleshoot as cause of blood glucose known. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 412 mg/dl. Customer stated the buttons are not responsive and pump was in washing machine. Customer was advised that we are replacing the pump.